Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there was an acu watchdog failure as well as a primary audible alarm background test error. The power up process and an occlusion test was conducted. The acu watchdog failure was unable to be duplicated during the power up process and the primary audible alarm background test error was not duplicated during the occlusion test. The acu watchdog failure is a sympathy alarm is sympathizing the primary audible alarm background test error. The cause of the issue was unable to be determined. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog failure. There was no reported adverse event.